Event description:
It was reported that during the procedure/examination, and prior to the patient being placed under anesthesia, image issues were identified on the bronchovideoscope, as the image was not clear. The intended procedure was completed with the same device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, where the reported malfunction an unclear image was confirmed. During the device evaluation, the following additional reportable malfunction was identified: dirty lenses resulting in poor image quality. Based on the investigation findings, the most probable cause of the complaint could not be established, as the evidence did not lead to a definitive conclusion regarding the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.